Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the ups needed replacement however no confirmation of replacement has been received.

Event description:
Medtronic received information that the mobile view station (mvs) can't boot up after powered on. There was no patient present when this issue was identified.